Event description:
It was reported the patient has had trouble with their pump. The pump was used to deliver morphine. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient had not had any further issues and had recovered without permanent impairment.